Manufacturer narrative:
Product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient did not sleep very well. She is sore and feels that she is voiding more today than yesterday, but she is thinking that her bladder is just aggravated. The patient stated that a large urinary leak got the tape wet on the bandage and her husband noticed blood on it. The manufacturer representative reported the patient started an advanced evaluation yesterday and today they are getting a "system is operating at max settings" message. The rep will meet with the patient and try another cable 2 days later, the patient reported she had to go back to the doctor on thursday to get "a new cable installed from the pacemaker to the signal". That worked for a few hours and it quit and then the manufacturer representative had a new controller shipped and that did not work and they have been trying to get in touch with the rep and is hoping for assistance. The next day, the patient stated that her device is malfunctioning and she stated that her manufacturer representative ordered her a new one that should be there sometime today. The patient also mentioned that her wires were not attached properly. On (B)(6) 2020, the patient stated that her device is not working and she has no stimulation on any program. The patient stated that this has been a pain. On (B)(6) 2020, the patient stated that her device stopped working. She was also sent a new device which did not work either. The patient saw her physician yesterday who told her to just turn the device off and they will be removed it on the 23rd. The patient will then undergo stage 1 at a later date. Additional information was received from a manufacturer representative (rep). It was reported that the impedances were normal at the time of the initial lead placement, but then were high at a later time. The rep asked about the impedance results, the colored indicators, and how they are displayed. Technical services reviewed this information. The rep expressed concern about how the indicators are being evaluated in the field and that the design for the impedance indicators was poor and difficult to understand. The rep indicated that it would be easier if impedances were displayed like on the 8840 with a list of impedance values. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the manufacturer representative (rep). It was reported that the cause of high impedances was not determined. The lead was surgically removed on (B)(6) 2020, and the healthcare provider reported seeing no noticeable damage to the lead. The rep said he will be unable to obtain the lead for analysis due to hospital heightened precautions due to covid pandemic. No further complications were reported.